Event description:
A 3.0 diameter x 24mm length ave gfx stent was inserted into the right coronary artery. There was resistance tracking to the lesion and it was not possible to cross the target lesion, which was indicated by the guide catheter getting "kicked out" of the artery. As a result of lack of guide catheter support, the coronary guidewire and stent delivery system/stent, were abruptly pulled from the artery and the physician was not sure if the stent remained on the stent delivery system balloon. Upon removal, the stent dislodged from the stent delivery system in the femoral region of the pt's arterial system. Although the report indicates that the physician followed the instructions for removal of an undeployed stent, the instructions were not followed when attempting to force the stent across the lesion while experiencing, inadequate guide catheter support. The stent remains within the pt's vasculature. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.